Event description:
Customer reported that there was a 911 call for high blood glucose levels. Customer does not recall blood glucose values at the time of 911 call. Customer was not wearing the insulin pump by the time the emergency medical technicians (emt) arrived. Customer believes that the scroll wrap led to 911 call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners were noted during the visual inspection.